Manufacturer narrative:
Eval summary: review of surgical reports provided indicates surgical technique was followed. X-rays were received, showing that the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt is experiencing pain in the left knee.